Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings:a review of the black box and alarm history did not find any indication of a rewind issue. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. The pump was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting during the rewind step. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.